Event description:
The customer reported to baxter that when the interlink t-connector extension set was connected to the IV site, the hub was secure and tight. When it was flushed with a bd 3ml posiflow pre-filled normal saline syringe, saline leaked from the hub of the t-connector, then less than 0.25ml of blood leaked out and flushing stopped. The leak looked like it was above the swivel, not leaking around the hub itself. The medical practitioner encountered this issue a few days ago and thought it was just attributed to the hub not being properly tightened onto the IV catheter. A new t-connector was used, without issue. The t-connector came from the IV start kit. The condition occurred during use on a (B)(6) infant. There was no patient injury or medical intervention associated with this report. No additional information is available. This is report 1 of 2 of the same reported problem from this facility.

Manufacturer narrative:
(B)(4). Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.